Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury/spinal cord disease. It was initially reported the pump contained an unknown brand of baclofen and an unknown brand of morphine, both with unknown concentrations and doses. It was reported the patient was in a lot of pain; however, the patient¿s father was reporting he felt like the patient was getting too much medicine. The hcp reported a critical alarm was heard, but no physician programmer was available to perform telemetry. The hcp reported the emergency room (ER) physician had been in contact with the patient¿s managing physician in another state. No troubleshooting was done on the call. Reported symptoms included increased pain. The patient was seen in the ER twice on (B)(6) 2017. The patient did not have an hcp as they were not in the state they were from. Additional information received from an hcp via a manufacturer representative reported the local emergency department notified the representative of the issue. The patient was from out of the area, so the representative was not familiar with the patient. It was reported an alarm occurred and confirmed by telemetry. No troubleshooting was done prior to the call. Troubleshooting done on the call included checking the pump logs. The representative stated the logs showed early replacement indicator (eri) occurred on (B)(6) 2017. The logs then showed low battery reset and safe state occurred on (B)(6) 2017. The representative stated they were told the patient was scheduled for a replacement. The representative stated she was told the patient might not be a candidate for replacement surgery because there were some concerns around intubating the patient, but the representative did not have the specific details on that. The representative was going to review the need for pump replacement as well as medication considerations. The change in therapy/symptoms was considered sudden. The representative reported the pump contained hydromorphone [2 mg/ml] at minimum rate and an unknown brand of baclofen [1000 mcg/ml] at minimum rate. No further patient complications were reported. Additional information received on 2017-nov-01 from an hcp (ER physician) via the representative reported the patient stated she was more spastic in response to their father feeling like the patient was getting too much medicine. No overdose was confirmed. It was confirmed that the pump was in safe state and running at minimum rate. The patient told the representative that she was discussing replacement and was trying to schedule her replacement surgery with her managing physician, but she had not yet been cleared for surgery due to concerns about intubation. The pump was left in safe state running at minimum rate per the ER physician. The ER physician informed the representative that she would reach out to the managing physician to obtain an appropriate oral dose. The pump had not been replaced. The ER physician said that the patient was going to get oral medications and was to follow-up with her managing physician in reference to the pump replacement.